Manufacturer narrative:
The reported complaint of the autopulse platform (serial #(B)(4) displayed user advisory "(ua)42" (force overload tripped) was confirmed during the initial functional test and archive data review.the root cause of the ua42 error was due to corrosion on the brake housing area of the drivetrain motor, which caused the brake gap to seized and preventing the brake to open or close during activation. The date and time in the archive data was observed to be corrupted, therefore the frequent daily check condition is unknown. Corrosive damage is indicative of storing the device in a location with high ambient humidity. Frequent daily device checks and storing the device in a location with low humidity could reduce the likelihood of corrosive damage and prevent the brake gap from seizing. Therefore, user mishandling cannot be ruled out. The break area was cleaned using isopropyl alcohol (ipa) to unseized the brake gap. Visual inspection of the returned platform revealed a cracked front enclosure, unrelated to the reported complaint. The observed physical damage likely attributed to mishandling, such as drop. The front enclosure wil be replaced to address the issue. Archive data review shows date was corrupted, unrelated to the reported complaint. However, the archive shows multiple ua42 (force overload tripped), thus confirming the reported complaint. Also, observe in the archive, fault code 16 (timeout moving to take-up position) and ua23 (compression will exceed 3 revolutions) error messages. All these error messages are due to seized brake gap. The date and time was checked and it was reset correctly using ap vision3 program. During the functional testing, the autopulse platform failed the initial functional testing due to ua42 (force overload tripped) error message, thus confirming the reported complaint. The autopulse did not achieve the target depth for take-up within the specified time (~5 secs). The brake gap was seized due to corrosion and preventing the brake assembly to open or close during activation. Used ipa to clean the brake assembly. After the corrosion was removed, a brake gap inspection was performed, and it was verified that the brake gap was within the specification. Also, unrelated to the reported complaint, observed missing pixels on the lcd screen, likely due to a defective component. The lcd needs to be replaced to address the observed issue. Further functional testing revealed that the encoder driveshaft could not rotate smoothly, exhibiting binding and resistance, unrelated to the reported complaint. The root cause was due to the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor, likely attributed to normal wear and tear. The impact of the sticky clutch was not severe enough to make the platform non-functional. The sticky clutch plate needs deburring to address the issue. The autopulse platform was manufactured in 2008 and is 13 years old, well beyond the expected service life of 5 years. Waiting on customer's approval for service repair. Historical records were reviewed for service information related to the reported complaint and there were no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
Prior to use on a patient, the autopulse platform displayed user advisory "ua"42 (force overload tripped) during powering on. Crew performed manual CPR. No consequences or impact to patient.